Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a primary insulin infusion of 100 units/ 100ml ns was initiated at 12:25 pm to infuse at 3.03 ml/hr but at 1 pm the bag was dry and the pump was alarming for air in line. A secondary infusion of 100ml ns was also reported. The programming was verified by a nurse and pharmacist. The patient reported feeling flushed and became diaphoretic. A pre-infusion blood glucose level was 262 mg/dl and a post over-infusion blood glucose was 194 mg/dl (times not specified). The patient was treated with 1 liter of 5% dextrose to infuse at 150ml/hr for 24 hours and lab work was ordered to be drawn every 15 minutes. It reportedly took several hours for the hypoglycemic glucose levels to return to baseline, remaining in the 100s for some time before returning to the 80s. The patient did not sustain any lasting harm. The facility's biomed investigated the device and determined that the "door on the outside housing of the channel/pump" as ill fitting and loose at the top, and did not create a tight seal when the pump was turned on. In addition, three posts on the inside of the pump were broken. A photo received from the customer shows 3 broken mechanism mounting posts.

Manufacturer narrative:
Correction to follow up 2: in summary, the formal investigation identified two root causes for the separated/broken bezel boss issue. Manufacturing ¿ driven polymer material degradation led to reduced mechanical properties. Environmental stress cracking (esc) from contaminates introduced to the boss by the metal insert.

Event description:
The customer reported that a primary insulin infusion of 100 units/ 100ml ns was initiated at 12:25 pm to infuse at 3.03 ml/hr but at 1 pm the bag was dry and the pump was alarming for air in line. Another primary infusion of 100ml ns was also reported on a separate pump. The programming was verified by a nurse and pharmacist. The patient reported feeling flushed and became diaphoretic. A pre-infusion blood glucose level was 262 mg/dl and a post over-infusion blood glucose was 194 mg/dl (times not specified). The patient was treated with 1 liter of 5% dextrose to infuse at 150ml/hr for 24 hours and lab work was ordered to be drawn every 15 minutes. It reportedly took several hours for the hypoglycemic glucose levels to return to baseline, remaining in the 100s for some time before returning to the 80s. The patient did not sustain any lasting harm. The facility¿s biomed investigated the device and determined that the ¿door on the outside housing of the channel/pump¿ was ill fitting and loose at the top, and did not create a tight seal when the pump was turned on. In addition, three posts on the inside of the pump were broken. A photo received from the customer shows 3 broken mechanism mounting posts.

Manufacturer narrative:
Another primary infusion of 100ml ns was also reported on a separate pump, rather than a secondary infusion as previously reported on the initial submission. Concomitant medical products: 100ml of 0.9% nacl baxter solution; therapy date (B)(6) 2016. The customer¿s report of the device overinfusing was confirmed but the report of air in line alarms was not confirmed. Review of the event log showed that on (B)(6) 2016 at 12:10pm insulin 100units/100ml was programmed to infuse at 3ml/hr. The device was turned off at 12:38 pm with no air in line alarms recorded in the logs. The calculated volume infused was 1.449 ml. Functional testing found the device was infusing outside the required specification. The bezel bosses for support of the pumping mechanism were broken as reported by the customer. It is suspected that the pump module had been dropped at some point which led to the breakage. The proximate cause for the reported event is the broken bosses on the bezel. The root cause for the bezel boss breakage was not identified.

Event description:
Another primary infusion of 100ml ns was also reported on a separate pump.